Event description:
It was reported that the 9900 system would continue to fluor too long after the footswitch was released during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The extended fluoro feature was found to be turned on. This was set to off. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.